Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the 110-4l fiberoptic reading was 40 with a ventricular reading of 4. The icp (intra-cranial pressure) then dropped to -10 and the monitor was replaced. There was no change in the icp. The transducer read +10. The system was removed when monitoring was completed.